Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the cartridge split/cracked. Additional information was requested.

Manufacturer narrative:
The returned cartridge was returned inside a taped closed peel pouch (lot number 32586913). Written on the pouch is "split x 2" and lists the diopters of 22.0 and 21.5. An insufficient amount of viscoelastic was observed in the cartridge. The tip has heavy stress lines. The tip has split along the right anterior side. The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and all documents indicate the product met release criteria. The associated intraocular lens (iol) product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified handpiece and viscoelastic. The reported tip damage was observed. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).